Manufacturer narrative:
Patient information is not available for reporting. Implant and explant dates: device is an instrument and is not implanted or explanted. The complainant part has not been received for review/investigation. Initial reporter: hospital contact number: (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing date: february 6, 2015. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material, which was delivered as lot u72188, is corresponding to the specifications. The hardness was measured at the time of the manufacturing 58.9 hrc and was found to be good. No non-conformance reports were generated during production. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that two (2) chisel blades broke during a surgical procedure on (B)(6) 2015. There was no reported time delay as the issue was resolved with the utilization of a like product. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing investigation evaluation: the chisel is broken in half. The manufacturing evaluation shows that there were no issues during the manufacture of the product that would contribute to this complaint condition. A hardness test was performed and found to be conforming at 60.0 hrc. No manufacturing issue was found during the investigation. The likely cause of event was too much applied force. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.